Event description:
It was reported that (1) mcm20 device was used during a colon resection procedure. It was reported by the rep that the first four clips came out of the instrument not closing all the way. The surgeon opened a second instrument and the mcm20 fired without incident. The case was complete and there was no consequence to the pt.